Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 sensor after changing the insulin cartridge and disconnecting tubing, initially declining a full supply change and later completing a full set change with support. Symptoms included elevated blood glucose up to 291 mg/dl for approximately eight hours without loss of consciousness, dizziness, or diabetic ketoacidosis, and without ketone testing, backup therapy, or professional medical intervention. Outcomes included temporary impaired glycemic control without hospitalization or long-term sequelae. Investigation included troubleshooting and education, including guidance through a complete supply change and insulin confirmation. Investigation of this case revealed no device malfunction reported and an unclear cause of hyperglycemia despite set change and cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.